Event description:
Event description boston scientific crm received information, during a routine follow-up, that it was questioned whether the higher than expected pacing rate of 100 pulse per minute, noted during an electrocardiogram, was consistent with symptoms associated with those described in the safety communication issued on this model device. The device was included in in the advisory population as described in guidant's january 21, 2006 physician letter. During the replacement procedure three weeks later, a setscrew on the header of the device was initially unable to be loosened. Eventually, the setscrew was loosened by rotating the wrench in the clockwise direction.